Manufacturer narrative:
The reference c25-1115 has been allocated to this case by rayner. The event description provided states that a crack/tear in the lens was observed immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident; however, did result in prolonged surgery. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone toric rao610t batch 074247619 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 074247619. There is insufficient evidence and information available to determine the cause of the event.

Event description:
On 26th may 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that a crack/tear was observed in the lens immediately following implantation into the eye necessitating iol explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack/tear in the lens was observed immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident; however, did result in prolonged surgery. There was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone toric rao610t batch 074247619 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 074247619. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were fully closed, and that the plunger was fully retracted. Viscoelastic residue was observed in the in the nozzle. The explanted lens was returned cut in two pieces. The nature of the damage is consistent with the lens having been cut in the patient's eye to aid explantation. Due to the damaged nature in which the lens was returned, the reported crack in the lens optic could not be confirmed. The injector was disassembled, and it parts were inspected under 10x magnification. This inspection showed no damage to the injector. To facilitate further testing of the injector, the injector was re-assembled and 1x rao100c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. Additionally, a toluidine blue dye test was performed on the injector nozzle. This test did not identify any irregularity in the nozzle coating. From the product return inspection and testing performed no fault of the rayner device could be established. The injector performs per design/as intended. The reported "optic cut" could not be verified.

Event description:
On 26th may 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that a crack/tear was observed in the lens immediately following implantation into the eye necessitating iol explantation and exchange.